Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/17/2019. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the front bezel to address the reported issue.

Event description:
The customer reported that the nav-ring was inoperative. No patient involvement.